Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reports of having unexplained low blood glucose and wanted to troubleshoot insulin pump per healthcare professional's request. Customer reports that blood glucose was 50 mg/dl after a bolus delivery. Customer states that blood glucose dropped to 34 mg/dl. Customer went to the emergency room on (B)(6) 2015 with blood glucose of 54 mg/dl. Customer report to have reconnected to insulin pump upon release from the hospital. Troubleshooting showed that insulin pump was functioning correctly. Customer was advised to contact healthcare professional regarding low blood glucose. Customer requested that insulin pump be replaced. No further information provided.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. However, a cracked reservoir tube lip, cracked battery tube threads, minor scratches on the display window and a cracked case near the display window corners were noted during the visual inspection.

Manufacturer narrative:
The pump passed the delivery accuracy test.